Manufacturer narrative:
The reagent lot number is 836472. The expiration date was not provided. The field service representative replaced the rinse station tubings. The alibration and qc were acceptable after the tubing had been replaced. He performed checks and tests with acceptable results. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.434 mmol/l. The repeated result was 5.34 mmol/l and was believed to be correct. The sample was repeated because the initial result was questioned.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.